Event description:
Overdelivery noted during routine biomedical engineering preventative maintenance testing. With an expected delivered amount of 20ml, the pump infuses 21.2ml. Device specification requires delivery tob e 20 +/-0.8ml. There was no patient involvement. There have been no reports of any patient events while the pump was in clinical use.

Manufacturer narrative:
The reported overdelivery was confirmed. The device delivers with an accuracy percent error of +7% to +9% for performance verification testing and long term delivered at +/-4%. The pump overdelivered due to mechanical (piston height) adjustment and motor base assembly.